Manufacturer narrative:
H3 other text : device was evaluated by third party service center.

Event description:
A ventilator was returned to a third-party service center for service of received information alleging a ventilator inoperative error code occurred. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the error was confirmed. The device's power management board was replaced to address the issue.